Event description:
According to the complainant a patient was undergoing total parenteral nutrition (tpn) therapy on (B)(6) 2024 at 11am with a rate of 67.5 milliliters an hour (ml/hr) for 22 hours. Reportedly on (B)(6) 2024 at 7am the pump alarmed and the bag was found empty. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. The device was not available. Only the history data was sent for investigation. 2. Results: 2.1 the device history files were analyzed. The device history files from 2024-03-23 were investigated. A space line was inserted and the infusion started with a rate of 67,50ml/h and a volume of 1500ml at 11:14 am. Directly after start the infusion, the upstream alarm occurred, because the roller clamp was closed. The infusion was continued. On 2024-03-24 at 7:04 am the "air bubble alarm" occurred and the infusion was stopped. At this time, 1336,89ml was infused. The line was extracted. No other abnormalities were found.